Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coils may be distal") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), hypoaesthesia ("leg numbness"), anxiety ("anxious") and depression ("depressed"). At the time of the report, the device dislocation, pelvic pain, menorrhagia, dysmenorrhoea, hypoaesthesia, anxiety and depression had not resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, hypoaesthesia, menorrhagia and pelvic pain to be related to essure. The reporter commented: physicians have recommended undergo a total laparoscopic hysterectomy and removal of tubes and essure device for relief of her essure related symptoms. She sought treatment on multiple occasions for these symptoms. Diagnostic results: tests show that the left essure coils may be distal. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coils may be distal / malposition of essure device location of device: states left implant is not in place,') and genital haemorrhage ('abnormal bleeding (general)') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, caesarean section, gravida (g 7.), parity 6 (p 6.) And miscarriage. *tests show that the left essure coils may be distal. Previously administered products included for an unreported indication: mirena. Concurrent conditions included amenorrhea and fetal distress. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2015 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain/ pain") and dysmenorrhoea ("dysmenorrhea (cramping),"), 1 month 3 days after insertion of essure. On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia/ abnormal bleeding ( menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue,"), vaginal discharge ("vaginal discharge"), bacterial infection ("infection (other) describe: bacterial") and abscess ("infection (other) describe: abscess") and was found to have weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced hypoaesthesia ("leg numbness/ ther injury(ies) or complication (s) please describe: numbness"), mood swings ("hormonal changes describe: mood swings;"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), nausea ("nausea,") and alopecia ("hair loss"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed"), decreased appetite ("decreased appetite"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), cystitis ("infection type: bladder and vaginal"), vaginal infection ("infection type: vaginal"), bladder disorder ("bladder or urinary problems or changes,") and urinary tract disorder ("bladder or urinary problems or changes,"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, menorrhagia, dysmenorrhoea, hypoaesthesia, anxiety and depression had not resolved and the genital haemorrhage, mood swings, decreased appetite, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, dyspareunia, fatigue, alopecia, vaginal discharge, abdominal pain, vulvovaginal pain, cystitis, vaginal infection, bacterial infection, abscess, bladder disorder, urinary tract disorder and weight decreased outcome was unknown. The reporter considered abdominal pain, abscess, alopecia, anxiety, bacterial infection, bladder disorder, cystitis, decreased appetite, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight decreased to be related to essure. The reporter commented: physicians have recommended undergo a total laparoscopic hysterectomy and removal of tubes and essure device for relief of her essure related symptoms. She sought treattnent on multiple occasions for these symptoms. Insertion details, specify- the second of the essure devices was threaded through the operative port and deployed in the left tube leaving approximately five or six coils extending into the endometrium. As per pfs document date of insertion: (B)(6) 2015, (B)(6) 2015. Discrepant information about essure confirmation test was mentioned as she did not undergo an essure confirmation test and test results were also given. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: transvaginal ultrasound. Confirmed essure placement; on (B)(6) 2016: transvaginal ultrasound. Confirmed essure placement. Ultrasound uterus - on (B)(6) 2016: results: u/s shows; nl uterus, nl endo, nl adnexa, sm ff, bilateral essures visualized. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿menorrhagia, dysuria, dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : reporter information was added. New event was added abnormal bleeding (general), bladder infection, vaginal infection, bacterial infection, abscess. Bladder disorder, urinary tract disorder, weight loss. Severity added pelvic pain female. Concomitant drug added. Lab test result updated. 3rd& 4th follow up processed together. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure coils may be distal") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), hypoaesthesia ("leg numbness"), anxiety ("anxious") and depression ("depressed"). At the time of the report, the device dislocation, pelvic pain, menorrhagia, dysmenorrhoea, hypoaesthesia, anxiety and depression had not resolved. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, hypoaesthesia, menorrhagia and pelvic pain to be related to essure. The reporter commented: physicians have recommended undergo a total laparoscopic hysterectomy and removal of tubes and essure device for relief of her essure related symptoms. She sought treatment on multiple occasions for these symptoms. Diagnostic results: tests show that the left essure coils may be distal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coils may be distal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included dysuria. *tests show that the left essure coils may be distal. Previously administered products included for an unreported indication: mirena. Concurrent conditions included amenorrhea. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), hypoaesthesia ("leg numbness/ ther injury(ies) or complication (s) please describe: numbness"), mood swings ("hormonal changes describe: mood swings;"), vaginal haemorrhage ("abnormal bleeding (vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue,"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), anxiety ("anxious"), depression ("depressed"), decreased appetite ("decreased appetite"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, menorrhagia, dysmenorrhoea, hypoaesthesia, anxiety and depression had not resolved and the mood swings, decreased appetite, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, dyspareunia, fatigue, alopecia, vaginal discharge, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, decreased appetite, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypoaesthesia, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: physicians have recommended undergo a total laparoscopic hysterectomy and removal of tubes and essure device for relief of her essure related symptoms. She sought treattnent on multiple occasions for these symptoms insertion details, specify- the second of the essure devices was threaded through the operative port and deployed in the left tube leaving approximately five or six coils extending into the endometrium. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿menorrhagia, dysuria, dyspareunia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-may-2019: new pfs + mr received- new events added; hormonal changes describe: mood swings; decreased appetite, abnormal bleeding (vaginal),apareunia, migraines / headaches, nausea,dyspareunia (painful sexual intercourse), fatigue, other injury(ies) or complication (s) please describe: numbness, hair loss, abdominal pain, vaginal pain, vaginal discharge, did you undergo an essure confirmation test: no were added.new reporters, concomitant conditions and historical drug were added. Intensity of abdominal and vaginal pain added. Incident no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.